Manufacturer narrative:
Continuation of concomitant medical products: product ID 8711, lot# n137443002, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 17-jan-2010. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving gabalon of an unknown concentration at a daily dose rate of 600 mcg for cerebral palsy. The serial number of the pump was unknown. The patient¿s medical history was indicated as having been none. It was reported that the onset of the patient¿s worsening spasticity occurred on (B)(6) 2022. An x-ray examination of the catheter was done. A catheter contrast examination was performed at approximately 03:30 pm on (B)(6) 2022. Cerebrospinal fluid was aspirated from catheter access port (cap), but when the contrast agent was flushed, leakage of the contrast agent from the pump connector was suspected. It was also thought that the entire amount did not come out of the catheter tip. In the evening, a pump connector repair surgery was performed based on the instructions of the physician. A tear was observed in the threaded part of the pump connector. It was slightly fixed with a thread at the catheter side of the pump connector. The situation was to be followed-up. It was further reported that that at 02:30 pm on (B)(6) 2022 the contrast examination was performed again to check the status of the repair surgery of the pump connector. Drug could not be aspirated via the cap, and a catheter occlusion was suspected. At 05:30 on (B)(6) 2022, the patient entered the operating room and a catheter replacement was performed. Regarding a physician¿s opinion, etc., pump replacement surgery was performed 2 months ago with the indura catheter. The threaded part of the pump connector may have been broken during the pump replacement. The catheter could not be replaced immediately due to a concern about the operation room, but later a catheter replacement operation was performed on (B)(6) 2022 because there was a device available. The outcome of the adverse event /worsening spasticity was indicated as recovered. The causal relationship of the worsening spasticity to drug, pump, programming, and procedure was unrelated. The causal relationship of the event to the catheter was unknown. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# n137443002 explanted: (B)(6)2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider and distributor. The pump was implanted on (B)(6)2022. The catheter would not be returned as it was discarded by the healthcare provider.

Event description:
Additional information was received from a foreign healthcare provider and distributor. The serial/lot number of the catheter was clarified. The event regarding worsening spasticity resulted in hospitalization or prolongation of hospitalization.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# n137443002 implanted: (B)(6)2009 explanted: (B)(6)2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: n137443002, ubd: 17-jan-2010, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.